Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation as the customer threw the device away. The DHR was unable to be reviewed for this device since the serial number was assigned at packaging. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. A definitive root cause cannot be identified. Based on the results of the investigation, the likely reason that would cause the fiber to smoke/burn is if the fiber broke or was somehow partially fractured, which would allow laser energy to escape from the fiber at the break / fracture causing the jacket to heat up and smoke / burn. If the fiber is bumped into or otherwise over-flexed, it could cause the fiber to brake of fracture, enable the escape of energy and cause the potential for smoke / fire. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. This device was received and inspected on 2mar2022. This fiber was confirmed to be a tfl-fbx200bs with lot number kr117611. The distal tip appears slightly used. The proximal cap is on and the proximal handle has residue from the burning. The handle is detached from the rest of the fiber due to the burning. The rest of the fiber jacket does not appear to have any inconsistencies or defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is being shipped for investigation. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an unspecified procedure, a 200 micron tfl ball tip fiber device caught on fire intraoperatively. According to the reporter, the case was running smoothly. The soltive laser started up with no problem, the laser fiber was inserted with no problem. The integrity of the laser fiber was checked and seemed to be perfectly fine. About 10 minutes, into the case, the resident operating the system stated "there's a fire". The fire was right where the fiber inserts into the plastic connector for the machine. The fire was candle flame size, and was quickly extinguished. No visible damage was done to the machine. The damaged fiber was removed, and a new one from the same lot was used. The case continued as planned with no more problems. The intended procedure was completed with no harm or injury to the patient. No user injury reported.